Event description:
The complaint has been re-opened upon receiving information that the device has been explanted. The complaint was closed because thept didnot wish to be re-implanted at that time. The pt had pain and was no longer able to hear. Testing had confirmed that the implant was no longer functioning.